Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. A rise in threshold values were also observed on the rv channel. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed 132 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance on the returned segment. Measurements throughout this test were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. A rise in threshold values were also observed on the rv channel. No changes have been made and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated noise was also observed on the shock channel of the rv lead. The reported clinical observations involving the rv lead were thought to have been due to an full arm tattoo the patient had previously received. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead has since been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. A rise in threshold values were also observed on the rv channel. No changes have been made and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated noise was also observed on the shock channel of the rv lead. The reported clinical observations involving the rv lead were thought to have been due to an full arm tattoo the patient had previously received. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.